Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/16/2024, a sales representative reported via (B)(4) that an ar-5410-amgs-s vip glenoid reamer broke while reaming. All fragments were retrieved from the patient without adverse effects on the patient and with no case delay. The case was completed successfully by replacing it with another. This was discovered during a procedure, with no reported patient harm. Additional information was received on 5/20/2024: this was discovered during a reverse tsa with augmented baseplate on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.